Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room with syncope and the right ventricular (rv) lead was reported to have high thresholds. It was also reported that approximately six months ago, the right ventricular (rv) lead had a high impedance warning and polarity switch. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.